Manufacturer narrative:
The livongo blood pressure monitor has not been returned to the manufacturer. Should the device be returned, a supplemental report will be filed with the results of the testing.

Event description:
The patient reported that the bottom of their htn monitor had become extremely hot. Upon opening the battery compartment, the patient found that the compartment had melted and this resulted in the batteries being unable to connect.